Event description:
The reporter contacted animas on (B)(6) 2012 reporting elevated blood glucose levels in the 20 mmol/l range with irritability, abdominal pain, headache, and increased urination. The reporter stated that the patient was placed onto an old pump after blood glucose levels began to elevate but the reporter indicated that the patient's blood glucose levels remained elevated. The reporter stated that the patient's blood glucose levels were responding to boluses from the pump but the blood glucose levels were remaining elevated. The reporter stated that the patient was given extra insulin to get blood glucose levels down. The reporter confirmed that the supplies were changed multiple times without the blood glucose levels resolving. The reporter declined troubleshooting of the issue as the patient was not available at the time to review. The reporter indicated that the patient may be going through puberty and may be eating differently while on summer vacation. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump's total daily dose history shows that the dates change from (B)(4) 2012. The daily insulin delivery totals appear inconsistent due to a time and date issue. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.